Manufacturer narrative:
Concomitant medical products: product ID: sedr01 ipg implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing atrial fibrillation (af). The right ventricular (rv) lead exhibited low impedance. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.